Event description:
It was reported that the left ventricular [lv] lead was found to have dislodged when an x-ray was performed four months post implant. It was also reported that the patient's physician recommended a lead revision; however, the patient refused to undergo the procedure. The patient was a participant in the more-care study, but withdrew. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.